Event description:
As reported by the customer, the device overheated. There was no pt involvement and no adverse consequences reported with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered on the motor. Loss of lubrication and build up of debris around the bearings was also reported. The presence of debris and loss of lubrication can often lead to over-heating of the device.